Event description:
It was reported to philips that the device has no display in corner of screen. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device has no display in corner of screen. There was reportedly no patient involvement. The field service engineer (fse) evaluated the device. The fse found the display screen cracked. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.